Event description:
The line connected with the transducer was cut..

Manufacturer narrative:
Device evaluation: customer report was confirmed. Rec'd (1) complete double dpt kit. Pressure tubing (of cvp line) was broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint. (B) (4)